Manufacturer narrative:
The device was returned for analysis. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
A request has been made for the device to be returned. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) by charge time after three years. Current monitoring voltage was 2.51 v and charge time was 23.3 seconds. Premature battery depletion was suspected. This device is part of the shortened replacement window advisory. This advisory was originally communicated (B)(6), 2007. The device was explanted and another boston scientific device was successfully implanted.